Event description:
The customer called the philips customer care solutions center (ccsc) to report that the device failed the user initiated operational check and afterwards started beeping. Running a manual defibrillation test cleared the beeping. The philips customer repair center (crc) clarified that the device would lock up at the charge (energy) step of the user initiated operational check.

Manufacturer narrative:
(B)(6). The customer called the philips customer care solutions center (ccsc) to report that the device failed the user initiated operational check and afterwards started beeping. Running a manual defibrillation test cleared the beeping. The philips customer repair center (crc) clarified that the device would lock up at the charge (energy) step of the user initiated operational check. The crc confirmed the stated problem, finding that the device would lock up at the charge (energy) step of the user initiated operational check. This is a user initiated operational test failure only. There was no pt involvement. The processor pca was replaced and the software was reloaded to resolve the symptom. The device passed testing and was returned to the customer. This was a device software corruption malfunction.